Event description:
Philips received a complaint on the v60 ventilator indicating that the screws were stripped at the base of the device. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the stripped screws mounts were not able to secure the device on top of the universal stand. The rse believed that the thumbwheels, feet, and central processing unit (cpu) cover tray need replacements. A field service engineer (fse) went to the customer site and confirmed that the base assembly and cpu cover tray were required to resolve the issue. The fse returned to the customer site and replaced the base assembly and cpu cover tray to resolve the issue. Following the parts replacement, the fse successfully completed a performance verification test (pvt) to confirm that the device could be returned to use.